Manufacturer narrative:
Device evaluated by MFR: visual, tactile and microscopic examinations were performed on the returned device. Dried blood was visible and contrast was present within the inflation lumen. A pinhole in the balloon was located on top of the proximal markerband. No other anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the non calcified and moderately tortuous left anterior descending (lad) artery. After advancing an unspecified guide wire to the lesion, a 7fr mach 1 guide catheter was advanced into the patient. In order to hold the guide wire in position, the 15mm x 2.5mm maverick 2 monorail balloon catheter was then advanced into the guide catheter. The balloon was inflated once inside the mach 1 and ruptured at an unspecified pressure. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as 'good'.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the non calcified and moderately tortuous left anterior descending (lad) artery. After advancing an unspecified guide wire to the lesion, a 7fr mach 1 guide catheter was advanced into the patient. In order to hold the guide wire in position, the 15mm x 2.5mm maverick 2 monorail balloon catheter was then advanced into the guide catheter. The balloon was inflated once inside the mach 1 and ruptured at an unspecified pressure. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as `good'.

Manufacturer narrative:
(B)(4)